Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned coronary procedure. The procedure was completed by moving the patient to another system. It was reported to philips that half of the displayed image was missing. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found fdcsib (flat detector controller system interface board) not working properly. To resolve the issue, the fse replaced the fdcsib. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that half of the displayed image was missing. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.